Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was a leak of contrast agent during angiographic imaging and it ruptured when it was inflated. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. The shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole leak, near the proxmal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear above the proximal markerband. The encore device was verified before and after use using the druck gauge to rate burst pressure 12 atmospheres.

Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was a leak of contrast agent during angiographic imaging and it ruptured when it was inflated. The procedure was completed with another of the same device. No patient complications reported.